Manufacturer narrative:
After further clinical review this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21 cfr part 803. A mfg review was conducted and the reported lot met all release criteria. One encor probe was returned for eval. The sample was returned clean with the aperture approximately 95% closed. The saline cap was returned. The probe was calibrated an additional two times, both were successful. The probe was attached to another in-house driver and was able to successfully calibrate three times. No unusual noises were heard and no error messages were displayed on the console. The investigation is unconfirmed for the reported calibration failure and nose, as the probe was able to successfully calibrate on both in-house drivers. No unusual noises or error messages were observed. The definitive root cause could not be determined based upon available info. It is unknown whether procedural issues contributed to the event. The encor biopsy probe instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/ reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Event description:
It was reported that during preparation for an ultrasound breast biopsy, the probe upon opening the package was found with the aperture open. The aperture was closed by pushing the proximal and distal button. The probe failed calibration and an error message appeared stating "probe error". The procedure was rescheduled. There was no pt involvement.